Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode potentially due to loss of connection with the telemetry probe. After re-connecting the probe and interrogating the device again, normal operation was restored. No intervention was required, and the patient was stable with no adverse consequences.